Manufacturer narrative:
An event of device deformity during procedure was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 24mm amplatzer post-infarct muscular vsd occluder was chosen for implant using a 10f delivery system. During first deployment, it was noted that the right ventricular (rv) disc of the device was forming cobra, so they retrieved the device and post device massaging again tried to deploy. That time left ventricular (lv) disc of the device formed bulbous and was not taking its proper shape after manipulations also. So, physician had to took the device back. The deformed device was never released from the delivery cable while inside the patient. The procedure got aborted. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. There was no clinically significant delay in procedure and no adverse patient effects. The patient remained hemodynamically stable throughout the procedure. The patient was reported stable.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.